Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while closing a port on a general surgery, the thread of the device broke. There was no patient injury.